Event description:
The customer reported the device switches off by itself after a few minutes, even with battery fully charged. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The unit powered on and off using both battery and ac power. A 10 beep watchdog alarm was triggered after boot up. Due to failure error, device cannot take measurements and screen goes dark while it beeps. The instrument board was probed during internal inspection and found pins 1 and 6 of component u21 measured short. A service history record review reveals that this unit was in the field for over seven (7) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device switches off by itself after a few minutes, even with battery fully charged. No patient impact or consequences were reported.